Manufacturer narrative:
D9 - date received by manufacturer: 11-mar-2024. H3 and h6 - evaluation codes: updated. Device evaluation: one device, without original package, in used condition, was returned for investigation. Visual inspection found the sample was found to be broken at the reflux connector part. The complaint was confirmed. Based on analysis performed to the sample provided, we couldn¿t confirm the root cause as manufacturing process related. Therefore the most probable cause is that the product became damaged after it left the manufacturing facility. No actions taken.

Event description:
It was reported that there was a leak of circulating water from the tube. This occurred during patient use. No patient harm/adverse event reported.

Manufacturer narrative:
E2 - incorrect due to system limitations. Correct e2 response: no - initial reporter is account manager. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.